Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure on (B)(6) 2013 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2015. Quality-safety evaluation of ptc received on 14-jun-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine"), abdominal pain lower ("severe cramping/lower quadrant pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (patient underwent pelvic surgery (hysterectomy ) to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, migraine, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-mar-2013: confirmed placement of both essure coils. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-sep-2017: reporter information was updated. Lab data was added. Events hysterectomy and physical injuries was updated to severe cramping, chronic pelvic pain, abdominal pain, lower quadrant pain, heavy and irregular bleeding and migraines. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure (batch no. A50511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary incontinence and irritable bowel syndrome. Concurrent conditions included ms, inflammatory arthritis, lumbar sprain, sprain of sacrum, lyme disease and alcoholic. Concomitant products included cilest (ortho tri-cyclen) for hormone level abnormal, glatiramer acetate (copaxone) since 1999 for ms, sulfasalazine from 2010 to 2017 for ra as well as nuvaring and sertraline from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 4 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/lower quadrant pain"), abdominal pain ("abdominal pain"), groin pain ("groin pain"), arthralgia ("hip pain"), pain in extremity ("leg pain") and musculoskeletal pain ("buttock pain"). The patient was treated with surgery (patient underwent pelvic surgery (hysterectomy ) to try and alleviate the symptoms). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, abdominal pain lower, abdominal pain, fatigue, bladder disorder, urinary tract disorder, headache, groin pain, dysmenorrhoea and musculoskeletal pain outcome was unknown and the arthralgia and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain lower, arthralgia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, groin pain, headache, migraine, musculoskeletal pain, pain in extremity, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed placement of both essure coils. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical records received : the patient and reporter information updated. The events bladder or urinary problems or changes, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), pain, hip, leg/buttock and groin pain and fatigue added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure (batch no. A50511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary incontinence and irritable bowel syndrome. Concurrent conditions included ms, inflammatory arthritis, lumbar sprain, sprain of sacrum, lyme disease and alcoholic. Concomitant products included cilest (ortho tri-cyclen) for hormone level abnormal, glatiramer acetate (copaxone) since 1999 for ms, sulfasalazine from 2010 to 2017 for ra as well as nuvaring and sertraline from (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On 8-jan-2013, 4 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/lower quadrant pain"), abdominal pain ("abdominal pain"), groin pain ("groin pain"), arthralgia ("hip pain"), pain in extremity ("leg pain") and musculoskeletal pain ("buttock pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, abdominal pain lower, abdominal pain, fatigue, bladder disorder, urinary tract disorder, headache, groin pain, dysmenorrhoea and musculoskeletal pain outcome was unknown and the arthralgia and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain lower, arthralgia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, groin pain, headache, migraine, musculoskeletal pain, pain in extremity, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed placement of both essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.